Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise episodes with inappropriate hv therapy delivery was noted. The lead was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
A fracture of the outer coil was found at 2.2 cm from the connector pin consistent with fatigue. This fracture is consistent with the noise observation from the field.